Manufacturer narrative:
The customer rebooted machine and issue was no longer present. Review of the logs indicate a possible loose connection where the display cable connects to the display. All connections tightened. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.